Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical will ask the customer to try one of the 3 approaches to the issue and them perform a sw update; unit sw version is 6.0.1200.0; will initiate the warranty replacement due to a failure on the cfb processor. Exact root cause not established. It is most likely that the epc is causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e stopped during use on patient and it was necessary to remove the patient from the ventilator because of the machine issue since it was instructed on the screen of the ventilator furthermore, there was no patient harm reported.